Manufacturer narrative:
The distributor reported additional information regarding the reported issue. The distributor went onsite to evaluate the device and determined that the main printed circuit board required replacement. If additional information is received or an evaluation of the suspect component is completed, then a supplemental report will be submitted.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue has been identified as a failed pt801 transducer.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported no patient involvement.